Manufacturer narrative:
Kato, t. (2024). Treatment outcomes of transurethral water vapor treatment for prostatic hyperplasia with lower urinary tract symptoms. Journal of the japanese urology, 115(3), 116-123. Publish date was selected as date of event b3.

Event description:
It was reported to boston scientific via an article published in japan that a prospective single-operator study was conducted to assess the outcomes of transurethral water vapor energy therapy in elderly patients or those taking antithrombotic medication who were considered unsuitable for conventional surgery. Sixteen patients underwent treatment between november 2022 and december 2023 in accordance with national guidelines. Postoperative complications included hematuria in one patient requiring short-term bladder irrigation, urinary retention in four patients, and cystitis in three patients, with two requiring emergency visits and oral antibiotics. Four patients developed de novo overactive bladder symptoms not requiring treatment. Two patients failed to achieve catheter-free status due to severe intravesical prostatic protrusion and bladder dysfunction. No urethral strictures, blood transfusions, or sexual/erectile dysfunction were observed. Overall, 80% of catheter-dependent patients achieved catheter-free status, significant improvements were observed in ipss and quality-of-life scores, prostate volume decreased, and all patients discontinued benign prostatic hyperplasia (bph) medications postoperatively. The study concluded that rezum therapy is a safe and effective minimally invasive option for high-risk elderly bph patients in japan.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The symptoms experienced by the patient are listed in the IFU warning of potential outcomes.the reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Kato, t. (2024). Treatment outcomes of transurethral water vapor treatment for prostatic hyperplasia with lower urinary tract symptoms. Journal of the japanese urology, 115(3), 116-123. Publish date was selected as date of event b3 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in japan that a prospective single-operator study was conducted to assess the outcomes of transurethral water vapor energy therapy in elderly patients or those taking antithrombotic medication who were considered unsuitable for conventional surgery. Sixteen patients underwent treatment between (B)(6) 2022 and (B)(6) 2023 in accordance with national guidelines. Postoperative complications included hematuria in one patient requiring short-term bladder irrigation, urinary retention in four patients, and cystitis in three patients, with two requiring emergency visits and oral antibiotics. Four patients developed de novo overactive bladder symptoms not requiring treatment. Two patients failed to achieve catheter-free status due to severe intravesical prostatic protrusion and bladder dysfunction. No urethral strictures, blood transfusions, or sexual/erectile dysfunction were observed. Overall, 80% of catheter-dependent patients achieved catheter-free status, significant improvements were observed in ipss and quality-of-life scores, prostate volume decreased, and all patients discontinued bph medications postoperatively. The study concluded that rezum therapy is a safe and effective minimally invasive option for high-risk elderly bph patients in japan.